Event description:
It was reported that the patient presented to the hospital. Upon device evaluation, the left ventricular (lv) lead was found to have failure to capture and over-sensing of atrial activity. X-ray imaging showed that the lv lead had dislodged into the atrium, and this was further confirmed by fluoroscopy. It was also suspected that the implantable cardioverter defibrillator (ICD) may not have been sutured securely during the original implant, which could have allowed excess device movement and contributed to the lv lead being pulled back. An attempt was made to reposition the lv lead, but the guidewire could not be advanced through the existing lead. As a result, the lead was extracted and replaced with a new lv lead. Patient condition was stable.